Event description:
It was reported there was a seropurulent collection in front of the lead connector. The skin at the left infra clavicular incision was fibrin and inflamed. Laboratory tests were done, but results were not available. The event was related to both extensions. The extensions were explanted and not replaced. The event also resulted in and emergency room visit and in-patient hospitalization. The event was considered resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the laboratory tests that were done with results that were not available were abnormal.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0208383207, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information reported the event resulted in a serious deterioration in the health of the patient. It did not result in a life threatening illness or injury. There was no permanent impairment of a body function or permanent damage to a body structure. The event did result in prolonged hospitalization. No medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or body function was noted.

Event description:
Additional information received reported that the previous explanted implantable neurostimulator (ins) was replaced by a new ins on (B)(6) 2015. The previous explanted extensions were replaced on (B)(6) 2015. The reason for the replacement was noted as ¿resolution of event: seropurulent collection in front of the lead connector.¿